Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. Additionally, a lot number has not been provided and therefore a review of manufacturing records cannot be performed. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail was broken. No patient adverse effect or outcome was reported. Attempts to obtain further information have been made; however, no additional information has been provided.